Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2019 due to hyperglycemia and diabetic ketoacidosis. The customer's blood glucose level at the time of hospitalization was 688 mg/dl. The customer¿s other blood glucose was 545 mg/dl. The customer reported that they feel okay for troubleshooting. The customer reported that the insulin pump system was not been in use within 48 hours of reported high blood glucose event. The customer alleged that the insulin pump was under delivering as the sugar levels were not decreasing. The customer reported that the insulin exited at the quick release. The device will not be returned for analysis.